Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The abscess rate seen (78 worldwide incidents out of estimated 168,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation. Patient identifier, age or date of birth, sex, & weight requested.

Event description:
Clinic reported a patient who developed an abscess on left axilla 1.8 months post miradry treatment. Clinic noted that the patient had a shaving rash during the treatment and bruising occurred immediately after treatment.

Event description:
Clinic reported a patient who developed an abscess on left axilla 1.8 months post miradry treatment. Clinic noted that the patient had a shaving rash during the treatment and bruising occurred immediately after treatment. Update: clinic confirmed the abscess resolved at 116 days post-treatment.